Event description:
Hamilton medical ag received the following complaint description (summary of the customer/reporter): (1) complaint description according to the complainant, the device unexpectedly switched off and did not trigger an alarm while in use on a patient. As a result, the patient had to be manually ventilated using an ambu bag until the device was replaced. Additionally, the event has already been reported to the authority by the user. (2) health impact the patient was ventilated with an ambu bag until the device was replaced. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: during technical evaluation, indications of limited blower performance were observed, including reduced speed and ambient state condition. The investigation identified a defective blower unit as the source of the issue. The blower was replaced, which resolved the reported issues and restored normal device function. No additional components required replacement, and no serious incident was reported. The device is back in use. Corrected: h6 section the imdrf codese were updated/corrected.